Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument was found to have the wrist dislocated. The customer indicated that the instrument was intact by visual inspection before the procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was able to remove the instrument as usual with no port incision enlargement. The instrument jaws were not stuck in a closed position prior to attempting to remove the instrument. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one bent grip, causing misalignment of the grips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.